Event description:
While reconstituting a vial of cyclophasphomide igm with sterile water using a 60 ml syringe and 16 gauge 1 inch needle....the needle broke in half. The break was at the hub where the plastic and metal met. This caused a chemo spill primarily contained in the vertical airflow hood. A small amount sprayed onto the tech mixing.

Manufacturer narrative:
Since the devices were not returned for analysis it is not possible to confirm the condition reported. Based solely the description provided by the reporter, this incident appears to be the result of an insufficient amount of adhesive within the needle well that secures the cannula inside the hub. A break of such a large gauge needle while drawing from a vial would be very unlikely. The epoxy fill process has been designed to insure that the occurrence of any defect is infrequent. Each process is continually monitored through inspections of samples to ascertain that the process in control. Scheduled audits for visual and security of assembly insure the quality of the operation. A visual instruction on the proper set up of the applicator has been developed. This standardize the process between lines and shifts. Implemented a monthly preventative maintenance for the applicator. Installed positioning brackets for the existing sensor on each line. Increased needle pull in-process testing has been implemented. Analysis of complaint data for disposable hypodermic needles over the past two years reveals that this type of condition is reported at a rate of less than one in ten million units shipped.